Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a misload was not identified during loading. A procedure delay occurred in result of the infold due to the need to recapture the valve and prep a second valve. It was further reported that the patient was able to come off the pump, and no ECMO was required. The patient was on the pump for approximately 2-3 hours. The patient was reported as alive and well. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed to 80%. A recapture was needed due to the depth. Upon 2nd deployment attempt, an infold was noted. While assessing views and echocardiogram images, the patient had issues with blood pressure. Cardiopulmonary resuscitation (CPR) was initiated while the valve was recaptured and pulled back to the descending aorta, and the patient was put on pump. Once stabilized, the valve and delivery catheter system (dcs) were removed and replaced. The replacement valve was deployed with no issues. The patient was unable to be weaned off the pump. The physician's theory is that the left ventricle (lv) became stunned during valve placement and pacing run. The physicians were discussing next steps, with the potential to escalate to extracorporeal membrane oxygenation (ECMO) and possible transfer to another hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial (B)(6) , ubd: 16-oct-2025, UDI#: (B)(4) .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.